Event description:
It was reported that during a case implanting a humeral stem, the cement set up too quickly. Extended or time by 1.75 hours. The humerous was fractured while trying to remove the stem distally, due to prematurely hardened cement. Revision stem had to be used in place.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.